Event description:
Gambro learned a patient undergoing crrt with a prismaflex control unit patient coded due to pulmonary embolism that they believed came from a clot from the patient¿s catheter. Limited information has been provided for this event despite numerous attempts to obtain additional information.

Manufacturer narrative:
There is no information to reasonably suggest that any gambro product caused or contributed to the reported event. The catheter involved with this event was not a gambro product. There is no information indicating that the prismaflex control unit has been inspected by a gambro technician (or any other technician). The treatment data card files from the prismaflex control unit has not been provided.